Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results.

Manufacturer narrative:
The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strips deficiency was established. Although unk residues revealed on heater plate, product was still able to produce results within the confidence limits. Functional test was performed. Thorough inspection was conducted on unit. All testing criteria passed. No strip investigation is required. No corrective action is required as no product deficiency was established. For investigation results, & in-house (accuracy & precision) testing. Discrepant results (accuracy) comparison inratio test with lab results provided by end-user at time complaint was filed: inratio precision data provided by end-user lot: 1st-inr =2.5, 2nd-inr = 2.7. Inratio meter: mean: 2.60, sd: 0.14, %cv: 5.44. Since 5.44% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. In 2009, biosite rec'd 1 inratio 1 meter and 1 box test strips lot# 214529 (code vd0f3).